Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh750 hematology analyzer leaked bloody fluid contained inside the unit. The operator was wearing proper ppe at the time of the event and medical attention was not needed. There was no contact with skin or eyes and no exposure to mucous membranes or open lesions.

Manufacturer narrative:
A field service engineer (fse) went on-site and found loose tubing on the rinse block that was not connected. The fse reattached tubing on the rinse block and verified instrument's operation. The root cause for this event is loose tubing on the rinse block that was reattached during the servicing performed by the fse.